Event description:
A (B)(6) male, with high blood pressure and cardiac disease, underwent aaa repair on (B)(6)2010. The patient anatomical form was not suitable for endovascular repair, because the patient left access vessel was heavily tortuous and right access vessel was heavily calcified. The procedure was conducted as labeled. The physician did angiography and recognized the patient's left (contralateral) iliac leg was stenosed. (1820334-2010-00282). After suturing the right limb, no pulse was found. The physician then performed angiography, and recognized the right common femoral artery dissected. The physician placed another manufacturer's product for the stenosed portion, and then he did ballooning and placed another manufacturer's stent for the dissected artery portion too. The physician did angiography, recognizing the stenosis and the dissected artery, and resolved them both.

Manufacturer narrative:
(B)(4) - vessel damage is addressed in the IFU. (B)(4) IFU addresses proper selection of graft size based on patient vessel diameter. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr introducer sheath. The IFU provides recommendations for proper selection of graft size based on patient specific vessel diameter. The IFU states in the patient selection section that: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description from cook japan as well as the physician's comments: "the patient's artery was narrow, this may cause the dissection during the pulling out of sheath." Additionally, the device was used outside the indications for use in multiple ways. It appears the access vessel was too small for the delivery system and that calcification may have contributed to the dissection of the vessel. We will continue to monitor for similar complaints.